Manufacturer narrative:
The results of the investigation demonstrate that the implant was manufactured per specification and the cause of the implant's expulsion could have been due to multiple variables such as those indicated by the surgeon in the complaint: insufficient dissection; mis-selection of the cage size and deployment. The expulsion was most likely due to use error. Tyber medical will continue to monitor for any potential future trends.

Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. This event is currently waiting on the product return for further investigation. Review of the DHR did not show any non-conformances associated with this lot. The lot met release requirements. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process.

Event description:
We received a complaint regarding product code, 1088-12-010, lot number 112213. Device was implanted on (B)(6) 2019. It was noted on (B)(6) 2019 device backed out which was extruded into the spinal canal resulting in neurological symptoms to patient. No surgical delay was reported. On (B)(6) the patient will undertake reoperation for removing the cage. Device is expected to be returned for evaluation.